Manufacturer narrative:
This report is submitted on april 18, 2022.

Event description:
Per the clinic, it was reported that open circuit were noted in all 22 electrodes. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on august 31, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on june 17, 2022.